Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.